Event description:
It was reported that the patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, a catheter sensor error occurred when attempting to commence with ablation. There were no surgical delays associated with handling this issue, though no troubleshooting details were provided. The procedure was successfully completed. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech webster (j&j medtech) for evaluation. Visual inspection and screening test of the returned device were performed following j&j medtech procedures. Visual analysis revealed a hole in the pebax. A screening test was performed and no errors were observed. The force values and the vector were observed within specifications. A manufacturing record evaluation was performed for the finished device number lot 31353551l and no internal actions related to the complaint were found during the review. The hole in the pebax could be related to the sensor issue unknown reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) of the carto 3 system contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter; the instructions for use (IFU) contain the following information: zero the contact force reading following insertion into the patient. The tip electrode and the two distal ring electrodes on the catheter tip must be outside of the sheath so that the force sensor is inside the body; refer to the user manual for the carto¿ 3 system for instructions on how to zero the contact force reading. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy as part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).